Manufacturer narrative:
Multiple requests have been made to obtain add'l info. Without a lot number a review of the mfg records could not be conducted. Based on the limited info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted.

Event description:
The following has been alleged by the pt contact: allegedly, the pt experienced a mild foreign body reaction to the bard perfix plug.